Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a posterior cruciate ligament surgery the drill bit ar-1355d was used a per surgical technique but was blunted and bent when drilling into the patients extremely hard bone. The device could not be re-used for fear of breakage. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.